Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2408-56, serial/lot: (B)(4), description: avista MRI perc lead kit 56 cm.

Event description:
It was reported that the patient had ineffective therapy and had their system explanted. The entire system was removed and replaced with a non-bsn system.